Event description:
The customer reported that the circuit breaker on the incoming line had opened and the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The circuit breaker was reset. The sys was tested and found to be working as intended and put back into svc.